Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized. A blood glucose level was not provided, and the cause was unknown. The customer was discharged on (B)(6) 2025. Customer declined further troubleshooting with technical support therefore no additional information was provided.